Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-01987. It was reported ((B)(6)) the patient could no longer receive effective stimulation. An impedance check revealed impedance issues. As a result, the patient's lead and extension were explanted and replaced on (B)(6) 2016. The issue was resolved.